Event description:
Reading inacurrately erratic. The pt did not provide any results on the subject meter. At the tims of troubleshooting, it was verified that the meter was in the right unit of measurement (mmol/l). The test strips were within the expiration date and the testing is correct. However, the pt reported that the test strips were damaged. The pt did not received any medical treatment or intervention. No replacement producte were sent to the pt.